Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely calcified, severely tortuous lesion with 85% stenosis situated distally in the rca. There are no abnormalities reported in relation to anatomy. No damage was noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The physician noted that theproximal stent struts were lifted/deformed before re-entering the body of the patient after the initial delivery failed. There is no injury reported.